Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. Blood glucose was 140 mg/dl. Customer reported insulin pump was power up however just keep flashing with constant tone. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant motor error alarms during rewind due to severe corrosion motor home switch. Unable to verify flashing display and constant tone anomalies due to motor error alarms. Unable to perform self test or displacement test due to constant motor error alarms. Device received with severe corrosion on electronic board stack and moisture damage on force sensor resistor .